Event description:
Patient's family called the nurse into the room. When she entered she saw smoke coming from the IV pump. The machine was immediately disconnected from the patient and removed from the room. The smoke stopped once it was unplugged. Plant services came to check out the plug and it was okay. Bio-med was notified. Upon inspection, biomed identified some type of contamination on the iui connector on the side of this device which apparently caused a partial short of the electrical contacts leading to heating and some very minor melting of the plastic insulator material between two of the contacts.